Event description:
Pt reported that they programmed device to give them a 20-unit bolus, but the device only delivered 1.2 units, which was reflected in the device's history. No error message was generated by the device. Pt reported that their blood glucose was affected, but no treatment was received. Pt switched to back-up device.